Manufacturer narrative:
According to the information received, this case would be related to the vascular occlusion. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of products. Of note, rha 4 is indicated only for nasolabial folds in the us.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. A patient was injected on an unknown date with rha 4 in the midface.  The patient reported that she experienced an occlusion in the midface on (B)(6) 2024, which was treated with two vials of hyaluronidase (hylenex). The patient mentioned that the symptoms had resolved. Despite reminders, we were not able to contact the injector and we did not obtain additional information about the case. Thus, according to the resolution of the symptoms, the case was closed as is.